Manufacturer narrative:
No complaint was received with the return of the device. Final analysis found that only the connector portion of the lead was returned. An external abrasion which breached the outer insulation was found at 6.4 cm to 6.5 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.